Manufacturer narrative:
Date sent to the FDA: 08/20/2021. H6 health effect - clinical code: e2402 used to capture infection. Additional b5 narrative: it was reported that the patient experienced infection following surgery.

Manufacturer narrative:
Date sent to the FDA: 02/08/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted loops of small bowel and omentum from the recurrent hernia sac and removed the old mesh that had wadded up inferiorly through the recurrent defect. It was reported that the patient experienced severe pain, inflammation and discomfort. No additional information was provided.